Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing. Externalization conductors were observed by x-ray. The lead was explanted and replaced. The patient was well post procedure.